Event description:
It was reported that a novum iq large volume pump (lvp) displayed a ¿blank screen¿ while titrating vasopressin. The display issue was also described as ¿the entire display was white¿. This issue occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a simulated infusion was performed for two hours, and no issues were observed. The reported condition could not be verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.